Event description:
It was reported that the surgeon experienced an issue when trying to "seat" an accolade 2 stem. It was reported that the surgeon tried a couple times but the product would not "seat" [as the surgeon could pull the head off after impaction]. It was reported that the surgeon tried 3-4 times before he/she decided to use a different v40 ceramic femoral head. The second v40 head worked [v40 head engaged taper of a2 stem] first try. Surgeon ensured that reunion was clean, dry, etc. Additionally, it was reported that it was "difficult access" as the patient was obese.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty locking a v40 ceramic femoral head to an accolade stem trunnion was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned femoral head was unremarkable. Some marking was noted on the taper, consistent with the reported assembly to a stem trunnion. Dimensional inspection found the returned head taper to be within specification. Functional testing found the head could be successfully locked onto a sample stem. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact root cause of the seating/locking difficulty could not be determined. The taper of returned device was found to be within specification. No further investigation is required at this time.

Event description:
It was reported that the surgeon experienced an issue when trying to "seat" an accolade 2 stem. It was reported that the surgeon tried a couple times but the product would not "seat" [as the surgeon could pull the head off after impaction]. It was reported that the surgeon tried 3-4 times before he/she decided to use a different v40 ceramic femoral head. The second v40 head worked [v40 head engaged taper of a2 stem] first try. Surgeon ensured that reunion was clean, dry, etc. Additionally it was reported that it was "difficult access" as the patient was obese.